Event description:
It was reported that during the procedure the ultrasonic scalpel was "working intermittently." The physician felt that there was extra blood loss due to the intermittent activation. No medical intervention was required and there was no patient injury reported by the user facility.

Manufacturer narrative:
A visual inspection of the returned device revealed that the teflon pad had an indention. The returned device was attached to a generator for testing. The device passed the initial diagnostic test that verifies the scalpel's adequacy for use. All buttons and foot pedals were pressed and found to activate the device. Each button was tested 10 times. While activating the device with the buttons, the shaft was moved up and down and side-to-side; the rotary dial was used to rotate the shaft clockwise and counter-clockwise; and the entire device was moved up and down and side-to-side. The device activated continuously and without any skips, hesitation, or intermittence. Since the complaint of the device working intermittently could not be duplicated, a root cause could not be determined. The device history record for the reported device indicates that the cutter passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.